Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recq1337 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter involved was flushed after attachment and fluid leaks were found at the connection.